Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant bwi products: thmcl smtch sf bid, tc, d-f (us catalog # d134805, lot # 30007660l); soundstar eco ge 8f catheter (us catalog # 10439236, lot # g9059557); pentaray nav eco catheter (us catalog # unknown, lot # unknonwn); carto 3 system (us catalog # fg540000, serial # unknown); stockert j70 generator (us catalog # unknown, serial # unknown). Non-bwi products: ge vivid I ultrasound system; nihon kohden stimulator; nihon kohden recording system. Manufacturer's ref # (B)(4).

Event description:
It was reported that a female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with two thermocool smarttouch bidirectional sf catheters and suffered a cardiac tamponade requiring pericardiocentesis. Carto recognition issue: when a soundstar catheter was connected to the patient interface unit/echocardiograph, the catheter was not recognized by the carto 3 system. Systems were reconnected (unspecified), echocardiograph was rebooted, and the issue persisted. Soundstar catheter was replaced and the issue resolved. There were no issues or errors observed with ultrasound products or equipment. Soundstar catheter was connected to the carto 3 system and the ge vivid I ultrasound system when issue occurred. There is no information regarding if the mapping catheter connected to the carto 3 system prior to connecting the soundstar catheter. Cartosound/uls was selected on carto 3 system. There is no information regarding the carto 3 system configuration at the time of the adverse event. Soundstar eco catheter was connected to the carto 3 system. Other devices that were connected to the carto 3 system at the time of the error include the nihon kohden stimulator, the stockert j70 generator, and the nihon kohden recording system. Force issue: when smarttouch sf catheter # 1 was connected, prior to any ablation, an unspecified contact force error displayed. Cable was replaced and the issue persisted. Smarttouch sf catheter #1 was replaced with smarttouch sf catheter # 2 and the issue resolved. Adverse event: during ablation phase, after pvi, a voltage map was created with the pentaray nav eco catheter. Disconnection of the pvi was confirmed via pacing with smarttouch sf catheter # 2. During withdrawal of smarttouch sf catheter # 2 from the cardiac cavity, the patient became hypotensive and a pericardial effusion was observed via body surface echocardiography. Pericardiocentesis yielded an unspecified volume of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event, as the patient developed post-procedural pericarditis. Patient outcome is improved. It was noted that the patient received a significant amount of sedatives during transseptal puncture (prior to ablation), which led to decreased blood pressure during ablation. It was noted that the patient moved during the procedure, which may have contributed to the adverse event. It was also noted that there was a diverticulum in the anterior wall of the left atrium that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. Physician indicated that the ablation index (ai) was used as a guide, but did not specify any relationship between the index and the adverse event. Transseptal puncture was performed with an unspecified transseptal needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. It was noted that the point at which the adverse event occurred during the procedure is not known. There is no information regarding spi value, catheter proximity, or catheter zeroing. A contact force error (unspecified) populated while using the smarttouch sf catheter # 1. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.